Manufacturer narrative:
The device was returned with the header detached from the device. Microscopic visual inspection noted a cut on the back of the header. Anchor pins were broken off and separated from the device. Evidence of medical adhesive was noted between the header and device case. All seal plugs were intact and all setscrews moved freely. Lead insertion testing was performed in each port and no issues were observed. Electrical testing could not be performed due to the detached header. Device memory and therapy history confirmed that all therapy was available prior to explant. The clinical observation of difficulty removing the lead from the device could not be confirmed by laboratory analysis. Analysis did confirm that excessive force was used during the explant procedure, resulting in the header separating from the device case. However, the root cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented between 2003 and 2006 to make the bond more robust. This device was manufactured prior to the manufacturing changes. This issue is discussed in boston scientific's product performance report.

Event description:
Boston scientific crm received information that during the device replacement procedure, the atrial lead appeared to be stuck in the port of this cardiac resynchronization therapy defibrillator (crt-d). The field representative later reported that the physician used a bone cutter to remove the lead. The lead appeared undamaged and was able to be used with the new device.